Event description:
Our rep is reporting that a patient underwent and arthroscopic knee procedure. One of the instruments used was an "arthroscopic gouge". At sometime post operatively it was noticed that a portion of the distal tip of the "gouge" had a chip in it, a missing fragment. The facility has had this device in use for some time, however, they do not know how, when or where the device sustained this damage. It does not appear that they did anything to ascertain if this happened in this particular case or prior to tis use. It also appears that they did not do anything to see if indeed the "gouge" broke off into this patient's joint space during this repair. The facility is reporting an un-eventful successful repair without issue or harm to the patient. Although it is reported that there is no patient consequence, if this occurred during this procedure and the device did indeed break within the patient's joint space and the broken fragment was not retrieved from the patient, it is possible that patient injury could potentially occur. We do not know what impact, if any, this would have on the patient. It is because of this uncertainty that this report is being filed to document this event.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and evaluated, those results will be the subject matter of a follow-up report.